Event description:
It was reported that the patient presented for a routine clinic follow-up. The pacemaker exhibited premature battery depletion. No intervention was performed. Patient was stable.

Event description:
New information received notes noted that the device was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The event of premature discharge of battery was not confirmed. The device was received with battery voltage at end of life (eol). Analysis of the device indicated that the device was set to high output with no anomalies in the voltage. All the electrical test results showed no anomalies found with voltage at eol. Longevity assessment was performed, device exceeded the projected longevity and is considered normal battery depletion.